Event description:
The mti flowrider plus 1.8f flow directed micro catheter was used for infusion of liquid embolic material (onyx) during a "bavm". During the injection of onyx a mass of onyx appeared far from the tip of the catheter. The injection was stopped and an angio showed onyx in the vertebral branch. Form the angio inspection, the leakage of onyx from the catheter was noted to be where the catheter made an acute loop. At last report, the patient was doing well, with no problems observed, and leaving the hospital.